Manufacturer narrative:
The sample device is unavailable for evaluation. Without such evidence, the complaint cannot be confirmed. If additional information is provided in the future, the issue will be re-evaluated as needed.

Event description:
The subject is a (B)(6) year old female with history of hypercoaguable disorder, venous claudication, resolved pe, resolved bilateral common femoral dvt, as well as current venous claudication, rle common femoral and external illiac dvt, caval thrombosis less than 2 cm caudal to the lower renalvein. Subject was enrolled in (B)(6) on (B)(6) 2016 and an option¿ elite filter was placed in the infrarenal vena cava after presenting to the emergency room with a fractured non-study filter. The site was unable to obtain information on the indication for the original filter, as it was placed at an outside hospital. On (B)(6) 2016, the subject came to the subject came to the emergency room with chest pain and shortness of breath. Her diagnosis was renal vein thrombus, new pulmonary embolus and chronic dvt. On (B)(6) 2016, the subject had the filter removed by forceps and a permanent suprarenal convertible filter was placed. Due to a new renal vein thrombosis, it was determined that the option¿ elite filter should have been placed suprarenally and may have led to the pulmonary embolism. There was no migration or movement of the study filter. The subject was found to have extensive clots in her abdomen, renal vein and lower extremity veins. Subject was considered medically stable and discharged from the hospital on (B)(6) 2016. She completed the study on (B)(6) 2017 at her one month follow-up visit post retrieval of the option¿ elite filter.